Manufacturer narrative:
The catheter was discarded at the hospital. Additional information was requested to verify the outcome of the procedure and to determine if surgical intervention was performed to resolve the dissection. This investigation will be updated when further information is provided.

Event description:
Boston scientific received additional information. The field representative confirmed that the patient had not required surgical intervention to resolve the dissection of the coronary sinus. The implant procedure was completed successfully with a competitor's delivery system to gain access to the coronary sinus.

Event description:
Boston scientific received information that during the implant procedure, a dissection of the patient's coronary sinus occurred, due to the use of the catheter. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.